Event description:
A malfunction alarm with the code malf 12 was reported, but there were no notable events prior to it. There was no adverse impact to the customer's blood glucose level. After receiving pump reset information from technical support, the customer reset the pump successfully, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue recurs.